Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) indicated for spinal pain and radicular pain syndrome (radiculopathies). It was reported that the patient¿s implantable neurostimulator (ins) was suspected to be in an overdischarged state. The manufacturer representative stated that the patient¿s ins had been dead for 2 years in (B)(6) because the patient had hip replacement and stopped using the device. The patient was walked through how to perform a physician mode reset (pmr) and stated that they had been doing them on the date of this report. The manufacturer representative was to clear the power on reset (por) as soon as the patient¿s device was 25% charged. It was reviewed that it may take several pmrs to bring the device back as it was dead for so long. They also reviewed the difference between informational and warning pors and the ability to clear them using the patient programmer. It was recommended that the manufacturer representative use the antenna locate (al) function prior to doing the additional resets and to stay with the patient to perform a pmr to ensure they were doing it correctly and staying still. It was noted that the patient tried to recharge their device about a month prio r to the date of this report. No patient symptoms were reported. Additional information received from the manufacturer representative indicated that the ins was being replaced. It had been a while since the patient used the stimulator and indicated it had been overdischarged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.